Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise which resulted in the delivery of inappropriate anti-tachycardia pacing (atp). No intervention was performed. The patient was in stable condition.